Event description:
Thirty minutes post epidural pump having been initiated, leaking was noted. Pump was paused and epidural syringe and tubing were inspected. It was noted that the tip of the syringe was broken off the syringe. A new syringe and tubing were initiated and no interruption of pain management was noted. This was the second incident of leaking from an epidural syringe. At the hub of syringe, the plastic actually was noted to have broken apart. Rn stated that she did not use excessive force when attaching, and was not sure when or why the crack happened.